Manufacturer narrative:
(B)(4). On (B)(6) 2009 the customer at (B)(6) radiology in (B)(6) reported that they were not satisfied as to how the dose modulation tool is working on their CT system. The customer feels that the results of up to (B)(4) of the studies being done on the (B)(4) slice system have sub-optimal iq through the liver. She said ¿some of these cases are undiagnostic¿. She stated that the noise level in the liver is potentially ¿hiding¿ findings. There was no report of any image misinterpretation as a result of this event. No parts were replaced. Images and logfiles from the system were analyzed by engineering. Engineering determined that the system was found to be working as intended based on the images, the logs and the service review of the system components. The cause of the complaint was found to be the system function not aligning with the radiologist¿s expectations for image quality in the liver area for patients where dose modulation was used. The system has a feature that allows for patient dose to be reduced though a dose modulation scheme that calculates how to distribute dose based on the patient attenuation measured by the system as opposed to using a single dose level throughout the scan. In this case the feature was reducing dose as intended, but there were areas of the anatomy where the radiologist was not satisfied with the dose level and indicated that more dose was required for an accurate diagnosis. The radiologist was not satisfied with potential work arounds of either using a higher dose level for the entire patient to bring up the regions where the dose was low or to simply use a constant dose level to ensure that the desired dose level was attained. The radiologist also indicated that scanners from other manufacturers performed as expected for dose modulation without showing this problem. The root cause of the complaint was determined to be that the design of the dose implementation feature for this scanner was not able to increase the dose rapidly enough when scanning from the lungs to the liver immediately below. A very low dose was achievable and practical in the lungs, but when the liver was reached the scanner was not increasing the dose to a high enough level to produce images of the liver that were satisfactory to the radiologist. The problem at the site was resolved by installing a parameter that controlled the rate of dose change allowed to decrease the maximum rate of dose change on the system. This had the effect of reducing the amount of dose decrease in the lungs and allowing a higher recovery dose in the liver since a smaller increase was required. After the ein was installed by engineering fco (B)(4) was installed that integrated the change to the dose modulation behavior into a software release. There was no system malfunction as a result of this event. The system was operating as intended. The root cause of the complaint was determined to be that the design of the dose implementation feature for this scanner was not able to increase the dose rapidly enough when scanning from the lungs to the liver immediately below. A very low dose was achievable and practical in the lungs, but when the liver was reached the scanner was not increasing the dose to a high enough level to produce images of the liver that were satisfactory to the radiologist at this site. Philips engineering evaluated the information provided by the customer and determined that the situation the customer was experiencing was due to an increase in zdom ramping time. Philips visited the site and implemented a repair that reduced the zdom noise factor from 0.625 to 0.4, which brought about a visible improvement, especially for cases with low mas at the liver.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips engineering evaluated the info provided by the customer and determined that the situation the customer was experiencing was due to an increase in zdom ramping time. Philips visited the site and implemented a repair that reduced the zdom noise factor from 0.625 to 0.4, which brought about a visible improvement, especially for cases with low mas at the liver. (B)(4).

Event description:
Philips received information from a customer site that the results obtained using the dose modulation tool on the brilliance 64-slice system were not optimal to the customer's expectations. The customer suggested that up to 10% of the studies being done have sub-optimal image quality (iq) through the liver, and are unusable for diagnostic purposes. The customer alleged that the noise level in the liver was 'hiding" findings and diminished confidence in the results produced by the scanner.